Event description:
It was reported that the patient was experiencing frequent ipg charging and inadequate stimulation despite reprogramming. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-50, serial: (B)(6), batch: (B)(6).